Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to the user facility and confirmed the reported issue. Troubleshooting all the cabling and all cables now color coded. The subject device will not be sent back to olympus for further evaluation and repair. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center was not receiving video or was unable to capture video. The issue was found during inspection for use. There were no reports of patient harm.